Event description:
It was reported that during set reassembly outside the or, the knob of an aleutian an coronal inserter outer shaft/handle and inserter was jammed. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen. This report captures outer shaft/handle.

Event description:
It was reported that during set reassembly outside the or, the knob of an aleutian an coronal inserter outer shaft/handle and inserter was jammed. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen. This report captures outer shaft/handle.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.